Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system reported to be feeling very sick. It was noted that the patient underwent left ventricular assist device (lvad) surgery, additionally the left ventricular (lv) lead had been programmed off before this procedure. This was due to loss of capture (loc) as no capture could be obtained event at high output. Moreover, this patient experienced a ventricular arrhythmia that the device might have caused, however this was unlikely due to the loc anomalies. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No additional adverse patient effects were reported.